Event description:
It was reported that ureteral stent placement was conducted in this patient after flexible ureteroscope lithotripsy. Once the product package was opened, incorrect stent tubing model was found, i.e. 4.7f stent tubing placed inside package of 777626. The same problem occurred with two units consecutively unpacked later for the same patient. The inlay ureteral stent was used.

Manufacturer narrative:
The reported event was confirmed as packaging related. The potential root cause was wrong line clearance. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review was not required as labelling would not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that ureteral stent placement was conducted in this patient after flexible ureteroscope lithotripsy. Once the product package was opened, incorrect stent tubing model was found, i.e. 4.7f stent tubing placed inside package of 777626. The same problem occurred with two units consecutively unpacked later for the same patient. The inlay ureteral stent was used.